Event description:
Caller alleged false negative hcg results from four pts. Results as follows: internal product control line was evident and background was clear. Customer does not believe external controls are run. Customer states staff is trained to strictly follow package insert (3 drops urine, read time 3 minutes). Freshly voided urine was collected in a clean container and tested immediately. Probably not first morning urine; visual inspection was good. No specific pt info was provided. (I.e. Reason for visit, date of testing, time of collection, specific gravity). Quantitative serum was done at reference lab; no results were provided.

Manufacturer narrative:
Lot number: hcg1080046. Exp date: 07/2013. Control lot: 20miu/ml hcg urine lot: hcg120130-01, 100miu/ml hcg urine lot: hcg110307-01, 241.0iu/ml hcg urine lot: hcg111020-01. Reference complaint (B)(4). Summary of results: the retention devices meet qc specifications. Details below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minutes read time. (N=5). The 241.1iu/ml hcg urine control yielded clearly positive results at 3 minutes read time. (N=5). Conclusion: customer's observation was not reproduced in-house with hcg urine control samples. Hcg urine controls at both the cutoff and elevated levels were tested with retain product. Results met qc specification. No false negatives were observed. Mfg batch record review did not uncover any abnormalities. Unable to identify the root cause without pt specimen analysis in-house. No product deficiency was established. As of (B)(4) 2012, 4 complaints were reported for lot hcg1080046. Corrective action not required at this time.